Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient sustained peri-prosthetic fracture of the right femur due to slip and fall requiring revision to total femur.